Event description:
It was reported that the device was explanted due to skin erosion.

Event description:
New information states that the patient was fine post procedure.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.